Event description:
It was reported that the customer experienced an infection while wearing the sensor. The site of the infection on the right side of the customer's abdomen was red, 6 inches in diameter, and there was pus. The customer's doctor provided the customer with antibiotics. The customer also reported bent cannulas. At the time of reporting the issue, the customer's blood glucose was 150 mg/dl. Suggestions were made to the customer to avoid infection in the future. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bent electrode was found. The sensor failed per inspection. It was not possible to test or reproduce skin irritation in lab.